Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a bent stylet was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The catheter was received with an inlaid 3cg tls stylet with attached t-lock assembly. The catheter was trimmed near the 40cm depth marking. The stylet extended several centimeters past the tip of the catheter. A bend was observed in the stylet near the transition to the plastic-coated region. The stylet appeared to be intact. Microscopic inspection of the sample revealed biological residue visible on both the catheter and stylet. The bend in the stylet appeared to be caused by device manipulation. Such damage may easily occur if the stylet is inserted past the tip of the catheter prior to catheter insertion, which appeared consistent with the position of the stylet and accompanying biological residues. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer that the "ECG wire bent within PICC line." Additional information 01/24/2023: it was reported by the customer "had to open a new provena PICC kit due to malfunctions of line. PICC line never touched the patient." (B)(6)2023: the returned device was confirmed to be a bent stylet.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample.  Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was reported by the customer that the "ECG wire bent within PICC line." Additional information 01/24/2023: it was reported by the customer "had to open a new provena PICC kit due to malfunctions of line. PICC line never touched the patient." 4/20/2023: the returned device was confirmed to be a bent stylet.